Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qkyk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was having ¿strange symptoms¿ at a reprogramming session. The patient experienced generalized pain, disc comforts, and burning sensation at the stimulator, but no swelling, hives, or redness. The burning sensation also occurred over the sacrum on both sides. The burning sensation did not seem related to stimulation. The patient was doing fine with therapy management. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.